Manufacturer narrative:
The customer was sent replacements for the reagent packs.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that an amylase (amy), magnesium (mg), creatine kinase (ck) and total bilirubin (tbil) reagent pack leaked. No injury was reported.